Event description:
It was reported to philips that the flexvision screen was inoperable; images remained visible on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part, reinstalled the os and application, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).